Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he recently went to the emergency room due to a blood glucose level of 468 mg/dl. The customer reported that he was nauseous. Customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.